Event description:
It was reported that at implant, the right atrial lead was found to be oversensing far r waves.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.